Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had a loss of therapeutic effect since the implant of the current ins. The implant therapy was not working as well as it did with the prior implant. The patients next appointment was for reprogramming and she had been reprogrammed three times by three different manufacturer representatives (reps) in the past but still had issues. Additional information was received from the patient. It was reported that the rep said they were unable to get stimulation to cover the area the patient needed; the lower left side hip and back. The rep took another program and the rep prior to that took two programs away. The patient then had one program. The patient believed that it was a combination of all four that worked. This is what the patient had before with the first stimulator. Now the patient couldnt walk very far or be on her feet very long and had gained 40 pounds due to the lack of exercise. It was noted that drugs did not work well either. The patient mentioned a possible pain pump. Additional information was received from the patient. It was reported that the device never gave the patient the stimulation that she needed so she quit using it then the battery died. Many reps tried to program stimulation but no one could get it right. It was noted that the patients first stimulator worked perfectly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.